Event description:
At the time of removal, dr. Reported the catheter was displaced from the port prior to removal. He removed the port, however, the catheter remained in place. It was noted the port-a-cath silastic tubing fractured at juncture of metal port, intraop consult of general surgeon and cardiology led to identification of portacath tubing and subsequent retrieval in cath lab.